Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the clips would not close all the way and the jaws were unable to close however the surgeon was able to squeeze the handle. They used a new unit to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted during the evaluation. The instrument was engaged in the end of firing safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the gallbladder was being dissected from the liver and the various ducts and vessels were being clipped, during a laparoscopic cholecystectomy procedure, the surgeon was able to squeeze the handle but the clips would not close all the way and the jaws were unable to close. They used a new unit to complete the case. There was no patient injury.